Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings and corrosion was found due to normal wear.

Event description:
The customer reported attachments overheats and that the lock did not work properly. This is report 1 of 1 for (B)(4).